Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; february 24th, 2021] -unspecified channels and distal end: enterobacteria and citrobacter freundii(the total cfu of the enterobacteria and citrobacter freundii is >100 cfu/100ml.) [Second time; march 8th, 2021] air/water channel: unspecified microbes (1 cfu/100ml) suction channel: enterobacteria and citrobacter freundii (the total cfu of the enterobacteria and citrobacter freundii is 6 cfu/100ml.) Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) checked the subject device and found followings; the bending section rubber adhesive was peeled off. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.